Event description:
It was reported that during use with patient there was blood inside the cardiosave hybrid intra-aortic balloon pump (iabp). No harm was reported. It is unknown if getinge balloon was used.

Manufacturer narrative:
An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: iab leaks can result from the following cases: 1. Membrane perforations caused by: abrasions. Tears (penetration by sharp objects). 2. Catheter perforations sharp objects. Severe kinks. 3. Inner lumen breaks/kinks. 4. Tip leaks. 5. Rear seal leaks. Impact: 1. Risk of gas embolism and patient injury 2. Suboptimal therapy or organ occlusion 3. Blood clot formation inside the balloon requiring surgical removal. Detection: 1. Pump leak alarms 2. Blood or fluid in tubing/membrane 3. Sudden waveform changes 4 resistances during catheter withdrawal. A cr/CAPA/scar review was conducted and there were (4) cr (1071184,1154335, 1334431,1465479 ) for the product type all non-fiber optics, sensation plus 7.5fr and sensation. The 4 crs are currently ¿closed - no CAPA required¿. The intra-aortic balloon (iab) leak occurred due to loss of balloon system integrity resulting from mechanical damage to the balloon membrane or catheter components, including membrane abrasions or tears, catheter perforation from sharp objects or severe kinking, inner lumen breaks or kinks, and seal failures at the balloon tip or rear seal, allowing unintended blood or gas ingress. IFU actions: stop pumping, remove catheter, consider trendelenburg position, and replace iab if needed. Dfmea review: failure mode ¿iab leaked¿ and related conditions (e.g., lumen break, membrane leak, joint leak, tip damage, continued pumping after leak alarm) were reviewed in dfmea 08-115-01 rev. Ad. All identified failure modes have very low occurrence (<=0.1%), severity ratings of 3¿4, and risk indices of 0¿1. Risks are classified as tolerable or negligible, meaning they fall within the acceptable risk profile. Labeling review: all iab product ifus (linear, sensation, sensation plus, mega, yamato plus, rlm, trans-ray plus) include warnings and instructions for leak scenarios under sections iiia1, iiia3, iva1¿iva4. Ifus provide clear guidance for detecting and responding to leaks (e.g., stop pumping, remove catheter). Conclusion: no escalations required. The failure mode is addressed in the risk file, labeling covers corrective actions, and the device operates within its risk profile. No evidence of non-conforming or counterfeit product.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, b6, b7, d10, e3, g3, g6, h2, h3 corrected field - g2, h6 (type of investigation, investigation findings, investigation conclusions).